Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus facility for evaluation. In addition, evaluation found the following: there were slights dents on the insertion tube. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope channel tube port was burnt, and the angles were insufficient. The issue was found at reprocessing. The patient was not under anesthesia and the tracheoscopy procedure was completed using a similar device. During evaluation, the following reportable issue found that the plastic distal end cover (c-cover) was burnt. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the plastic distal end cover was burnt could not be determined. There were no reported deviations from the instructions for use (IFU). User may detect the suggested event by handling devices in accordance with the following IFU statement. Operation manual preparation and inspection". "Inspection of the endoscope". "Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.